Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have issues with the device. Customer was assisted in rewind the device. Customer's blood glucose was 478 mg/dl. Customer was unsure why his blood glucose was high. Customer had two grilled cheese. Customer declined troubleshooting. Customer will not be returning the device for analysis.